Event description:
It was reported that a user experienced hyperglycemia with a fingerstick glucose of 476 mg/dl after a recent ilet supply change, and the user performed an additional fresh supply change with a planned follow-up to confirm glucose reduction. Symptoms included high blood glucose. Outcomes included no reported hospitalization or long-term injury. Investigation included remote troubleshooting and education focused on infusion set and supply change verification. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.